Event description:
It was reported that during a da vinci-assisted surgical procedure, the prograsp forceps instrument protective cover was found damaged. In order to remove the instrument, the customer had to remove the cannula and unlock the arm with the arm with the instrument release key (irk). The procedure was completed using a backup instrument with no reported injury. On (B)(6)2023 intuitive surgical, inc. (Isi) contacted the original reporter and obtained the following additional information regarding this event: the reporter could not deliver more details. The nurse who filed the complaint has retired. According to the reporter, no fragment fell into the patient.

Manufacturer narrative:
Based on the claim against the product by the customer noting difficult to remove, an investigation was completed to determine the cause of this reported event. Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. The prograsp forceps instrument was analyzed, and failure analysis investigations confirmed the customer reported complaint. The instrument was found to have the main tube broken. A piece measuring approximately 0.109¿ x 0.221¿ was not returned with the instrument. Common causes of the failure mode are typically attributed to mishandling/misuse. Damage during use may result from an accidental drop of the instrument or inadvertent collisions with other instrument. Excessive side loading on the instrument can also cause the main tube wall to collapse inwards leading to cracking and subsequent breakage. Additionally, the instrument was found to have various scratch marks with light material removed on the main tube. The scratch marks were 0.075¿ - 0.164¿ in length and were not aligned with the tube axis. Common causes of this failure mode are typically attributed to mishandling/misuse. Scratches or abrasions to the main tube of instruments are deemed cosmetic damage. The probable root cause of the scratches or abrasions is attributed to damage during use, which can result from instrument collisions, abrasive instrument cleaning, instrument cleaning inside the body, or normal wear over time due to friction against cannula. The complaint regarding the difficulty to remove was confirmed by failure analysis, which indicates that the device did contribute to the customer reported issue. This complaint is considered a reportable event due to the following conclusion: failure analysis acknowledges that a fragment was missing from a portion of the prograsp forceps instrument that enters the patient (distal end). Based on the information provided, there was no report from the customer that a fragment from the instrument fell into the patient during the procedure. While there was no report of harm or injury to the patient, the reported failure mode could likely cause or contribute to an adverse event if it were to recur.